Event description:
It was reported that a motor movement error was detected in the pump, indicated by malfunction code 9. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer received instructions from technical support to reset the pump, which resolved the issue, and was advised to monitor the pump and report any recurrence of the malfunction code.